Event description:
The button tip of the pathway introducer came off during surgery. It was not discovered until the doctor was performing the abdominal plasty and the piece was discovered in the removed tissue. (The abdominal plasty was a scheduled procedure, and additional procedures were not required.)

Manufacturer narrative:
The device involved in the event was not returned for evaluation. Devices from the same lot were reviewed. None of these devices appeared to have any defects that would result in the reported event. No conclusions could be drawn. If the device is returned, additional investigation will be done.